Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged leading to migration and high pacing thresholds. The lead migration was confirmed via x-ray. As a result, the lead was surgically extracted and a new lv lead was implanted. No additional adverse patient effects were reported.